Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the drug was leaking from the balloon seam. There was no patient injury reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-21521. The report was submitted in error.